Manufacturer narrative:
Event summary: upon visual inspection of 4fc12 / 47547-068, results showed the shaft was kinked / twisted at 1.5 inches from the tip. Functional testing showed the deflection mechanism was working fine and the pull wire was not broken. However, the deflection at the tip of the shaft was out of plane due to the kink/twist. In conclusion, the reported issue has been confirmed through testing. The sheath failed the inspection due to a shaft kink/twist near the tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the distal end of the sheath kinked causing steerability issues. The sheath was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.